Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic internal component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The petals of the shield were torn and bent with scratches. Based on the condition of the returned unit and the description of the event, it is likely that the dislodged shield was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: unknown. Event description: the clear portion of the inside of the trocar fell apart inside of the patient¿s peritoneum during the procedure. All parts were retrieved from the patient. A new trocar was taken apart and the retrieved pieces were compared to the clear portion inside the new trocar and were found to be complete. It is unknown what procedure was being performed. It is unknown what instruments were in use at the time of the incident. No patient injury occurred and the event device is available for return. Patient status: no patient injury occurred as a result of the event.